Event description:
Procedure type: unk. According to the reporter: when placed, the orvil did not reach the end of the anastomosis. It prematurely detached from the tube. The anastomosis leaked during the leak test and the procedure was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).